Event description:
Patient with left ventricular assist device (lvad) therapy for 16 months presents with first time cerebrovascular accident (cva) post lvad with international normalized ratio (inr) of 1.8. Deficits included right side hemiplegia. Ldh at baseline. Lvad performance normal.